Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas (B)(4) reviewed the open call for (B)(6): case #(B)(4) - od, centration was superior with good suction. Patient movement is noted throughout treatment. Partial capsulotomy treatment is noted at frame #3 with nasal penetration between 0-degrees to 45-degrees and 0-degrees to 255-degrees. Frame #6 completes treatment into the anterior chamber. Fragmentation begins on frame #13 with completion at frame #24. With continuous eye movement, corneal imaging was unsuccessful and both ak incisions were aborted. Case #(B)(4) - od, centration was good with good suction. Ak only procedure performed with no eye movement noted. Both ak incisions were performed without issue. Root cause: improper locking of the pid cup to the robocone allowed patient movement throughout the treatment. The backward movement of the eye caused an incomplete capsulotomy from being performed and continued movement caused both ak incisions to be aborted from insignificant imaging. No further follow up required.

Event description:
P1008 - n/a issue: doctor assistant ((B)(6)) reported to cas that on (B)(6) 2023, dr. Experienced a tear and used a vitrectomy to complete the procedure.